Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section h1 with this report

Manufacturer narrative:
S.w version unknown. Retainer ring = black. Case type = ngp. Customer returned pump for an alleged high bgs, critical pump error (open book image) alarm and cosmetic damage located at the back, battery compartment found on 03-aug-2023. On (B)(4), svn#: (B)(4) - customer returned pump for an alleged high bgs, infusion set/reservoir anomaly and reservoir compartment anomaly found on 23-may-2022. On (B)(4), svn#: (B)(4) - customer returned pump for an alleged high bgs, infusion set/reservoir anomaly and reservoir compartment anomaly found on 30-may-2022. On (B)(4), svn#: (B)(4) - customer returned pump for an alleged high bgs, infusion set/reservoir anomaly and reservoir compartment anomaly found on 06-jun-2022. On (B)(4), svn#: (B)(4) - customer returned pump for an alleged low bgs found on 28-mar-2022. On (B)(4), svn#: (B)(4) - customer returned pump for an alleged sg/bg (sensor glucose/blood glucose) anomaly and visit to emergency room for high bgs and dka found on 12-feb-2022. On (B)(4), svn#: (B)(4) - customer returned pump for an alleged pump/mobile (bluetooth) communication anomaly and high bgs/low bgs found on 20-nov-2021. On (B)(4), svn#: (B)(4) - customer returned pump for an alleged low bgs found on 29-sep-2021. Pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. Pump was also received with a critical pump error (open book image) alarm. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to critical pump error (open book image) alarm. Successfully downloaded pump long trace file and history file using thump. Unable to download detailed trace file using thump and upload pump to carelink due to critical pump error (open book image) alarm. There were no fatal critical alarms, or three consecutive critical handling alarms found in the formatted history file. Critical pump error (open book image) alarm was generated due to main application code crc test failure in the bootloader (code 0x0000004d) according in the error log file, suspecting the hw. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 02/22/2023 20:13:48.000 to 08/03/2023 16:48:53.000. There was no data available to verify unexpected alarms/suspends and bolus delivery for the event dates of 23-may-2022, 30-may-2022, 06-jun-2022, 28-mar-2022, 12-feb-2022, 20-nov-2021 and 29-sep-2021. There was no data available to verify unexpected pump errors/alarms 1 week prior to the event dates of 23-may-2022, 30-may-2022, 06-jun-2022, 28-mar-2022, 12-feb-2022, 20-nov-2021 and 29-sep-2021 in the formatted history file. In further full review of the pump history/traces on the event date of 03-aug-2023, there is no unexpected alarms/suspends and no bolus recorded. Please see below for pump errors/alarms noted 1 week prior to the event date 03-aug-2023 in the formatted history file. Sensorexpiredalert (794) was recorded and found in the formatted history file on: 08/03/2023 12:54:21.000, 08/03/2023 13:04:00.000. Unable to test for sensor expired alert or sensor errors or anomalies due to critical pump error (open book image) alarm. Sensor expired alert was unknown. Unable to verify infusion set anomaly/reservoir anomaly due to pump was received without the original infusion set/reservoir. A test infusion set/reservoir locks properly in the reservoir compartment. No crack/damage on the reservoir compartment noted during visual inspection. Unable to test for sg/bg (sensor glucose/blood glucose) anomaly and pump/mobile (bluetooth) communication anomaly due to critical pump error (open book image) alarm. Sg/bg (sensor glucose/blood glucose) anomaly and pump/mobile (bluetooth) communication anomaly were unknown. Pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Corrosion was also found on the battery tube assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay and a scratched case. Cosmetic damage was confirmed at the back, battery compartment of the pump. Infusion set/reservoir anomaly was unknown. Reservoir compartment anomaly was not confirmed. Unable to verify customer alleged for high bgs/low bgs. Unable to perform the required testing, download detailed trace file using thump and upload pump to carelink due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm was confirmed due to corrosion on the pcba 1 and pcba 2. During visual inspection, corrosion was found on the force sensor, motor and vibrator assembly noted. Corrosion was also found on the battery tube assembly noted. Sg/bg (sensor glucose/blood glucose) anomaly and pump/mobile (bluetooth) communication anomaly were unknown. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Customer returned pump for an alleged high bgs, critical pump error (open book image) alarm and cosmetic damage located at the back, battery compartment found on (B)(6) 2023. On (B)(4), svn#: (B)(4)- customer returned pump for an alleged high bgs, infusion set/reservoir anomaly and reservoir compartment anomaly found on (B)(6) 2022. On (B)(4), svn#: (B)(4) - customer returned pump for an alleged high bgs, infusion set/reservoir anomaly and reservoir compartment anomaly found on (B)(6) 2022. On (B)(4), svn#: (B)(4) - customer returned pump for an alleged high bgs, infusion set/reservoir anomaly and reservoir compartment anomaly found on (B)(6) 2022. On (B)(4), svn#: (B)(4)- customer returned pump for an alleged low bgs found on (B)(6) 2022. On (B)(4),svn#: (B)(4)- customer returned pump for an alleged sg/bg (sensor glucose/blood glucose) anomaly and visit to emergency room for high bgs and dka found on (B)(6) 2022. On (B)(4), svn#: (B)(4), - customer returned pump for an alleged pump/mobile (bluetooth) communication anomaly and high bgs/low bgs found on (B)(6) 2021. On (B)(4),svn#: (B)(4), - customer returned pump for an alleged low bgs found on (B)(6) 2021. Pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. Pump was also received with a critical pump error (open book image) alarm. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to critical pump error (open book image) alarm. Successfully downloaded pump long trace file and history file using thump. Unable to download detailed trace file using thump and upload pump to carelink due to critical pump error (open book image) alarm. There were no fatal critical,alarms, or three consecutive critical handling alarms found in the formatted history file. Critical pump error (open book image) alarm was generated due to main application code crc test failure in the bootloader (code 0x0000004d) according in the error log file, suspecting the hw. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2023 20:13:48.000 to (B)(6) 2023 16:48:53.000. There was no data available to verify unexpected alarms/suspends and bolus delivery for the event dates of (B)(6) 2022, (B)(6) 2022, (B)(6) 2022, (B)(6) 2022, (B)(6) 2022, (B)(6) 2021 and (B)(6) 2021. There was no data available to verify unexpected pump errors/alarms 1 week prior to the event dates of (B)(6) 2022, (B)(6) 2022, (B)(6) 2022, (B)(6) 2022, (B)(6) 2022, (B)(6) 2021 and (B)(6) 2021 in the formatted history file. In further full review of the pump history/traces on the event date of (B)(6) 2023, there is no unexpected alarms/suspends and no bolus recorded. Please see below for pump errors/alarms noted 1 week prior to the event date (B)(6) 2023 in the formatted history file. Sensorexpiredalert (794) was recorded and found in the formatted history file on: (B)(6) 2023 12:54:21.000. (B)(6) 2023 13:04:00.000. Unable to test for sensor expired alert or sensor errors or anomalies due to critical pump error (open book image) alarm. Sensor expired alert was unknown. Unable to verify infusion set anomaly/reservoir anomaly due to pump was received without the original infusion set/reservoir. A test infusion set/reservoir locks properly in the reservoir compartment. No crack/damage on the reservoir compartment noted during visual inspection. Unable to test for sg/bg (sensor glucose/blood glucose) anomaly and pump/mobile (bluetooth) communication anomaly due to critical pump error (open book image) alarm. Sg/bg (sensor glucose/blood glucose) anomaly and pump/mobile (bluetooth) communication anomaly were unknown. Pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted. Corrosion was also found on the battery tube assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay and a scratched case. Cosmetic damage was confirmed at the back, battery compartment of the pump. Infusion set/reservoir anomaly was unknown. Reservoir compartment anomaly was not confirmed. Unable to verify customer alleged for high bgs/low bgs. Unable to perform the required testing, download detailed trace file using thump and upload pump to carelink due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm was confirmed due to corrosion on the pcba 1 and pcba 2. During visual inspection, corrosion was found on the force sensor, motor and vibrator assembly noted. Corrosion was also found on the battery tube assembly noted. Sg/bg (sensor glucose/blood glucose) anomaly and pump/mobile (bluetooth) communication anomaly were unknown. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 437 mg/dl at the time of the event. It was not mentioned that the customer showed symptoms during the high blood glucose event. It was also stated that customer had a critical pump error and damaged battery compartment on their insulin pump. Troubleshooting was performed but unable to resolve the issue. It was unknown if the customer was using the pump within 48 hours prior to event and if the auto mode feature was active at the time of the event. No further patient complications were reported. The customer will discontinue the use of the insulin pump and it will be returned for analysis.